Event description:
Boston scientific crm received information that, during the implant procedure of this implantable cardioverter defibrillator (ICD) , this patient developed a left-sided pneumothorax. This patient remained stable, so no drainage was needed. It was also noted that during defibrillation threshold (dft) testing, this device delivered four shocks, but was unable to convert the induced ventricular fibrillation (vf) arrhythmia. Therefore the physician had to use external defibrillation. It was suspected that the coat of trapped air in the left side of the chest could have contributed to the failed dft testing, and some failed external shocks during the implant procedure. The physician elected to implant this dual coil rv shock lead instead of the 0293 right ventricular (rv) lead. This patient recovered, and was being monitored. Subsequently, additional information was received that the rv pacing impedance measurement was greater than 2000 ohms, and there was an increase in threshold measurements. This patient will be followed-up within the near future. Furthermore, information was received that a lead revision procedure was performed. The physician disconnected and reconnected the lead, and all measurements were within normal range. It appears the issues that were observed before were due to underinsertion of the lead. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.